Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level as reported levels were within the normal range. The customer was instructed by technical support to use the tip of their finger to press the button firmly, and it was confirmed that the display turned on, although the difficulty persisted. Consequently, technical support arranged to send a replacement pump with updated software, and further instructions were provided to the customer. The customer was also advised to allow the faulty pump¿s battery to deplete before returning it using the provided return box and pre-paid label.